Manufacturer narrative:
The investigation was inconclusive. Device lot information, the device, and imaging were not provided which are needed to determine the role of the device in the reported incident. There were no capas or non-conformances related to this issue at the time of this investigation.

Event description:
This (B)(4) is related to (B)(4) which reports regarding the back-out of the cage which occurred after the primary surgery. This pc reports regarding the infection which occurred after the revision surgery. It was reported that this was the revision surgery for the back-out of the cage on (B)(6) 2022. The 9mm cage was replaced with the 10mm cage in question. The revision surgery was completed successfully without any surgical delay. After the revision surgery, the patient got infected. The removal surgery was performed, and the cage and the screw were removed on (B)(6) 2022. No further information is available.